Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("pelvic pain / pain") in a 38-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma since 1990. Concomitant products included ibuprofen (motrin), metronidazole (flagyl) and salbutamol (albuterol) since 1993. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("pain during sex /dyspareunia (painful sexual intercourse)"), cystitis ("infection bladder"), abdominal pain ("abdominal pain") and vulvovaginal mycotic infection ("infection ( bladder/urinary tract/ vaginal)type:yeast vaginitis"). On (B)(6) 2017, 7 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and reproductive tract disorder ("reproductive system disorder condition-type of disorder or condition."). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, urinary tract infection, cystitis, vulvovaginal mycotic infection and reproductive tract disorder outcome was unknown and the pelvic pain, menstrual disorder, menorrhagia, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, cystitis, device dislocation, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, reproductive tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion gynecological ultrasound report - (B)(6) 2015 - impression: unremarkable sonogram. No cmt. No tenderness during transvaginal exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("migration of essure device") in an adult female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma since 1990. Concomitant products included ibuprofen (motrin), metronidazole (flagyl) and salbutamol (albuterol) since 1993. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("pain during sex"), cystitis ("infection bladder") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder and dyspareunia had resolved and the device dislocation, vaginal haemorrhage, urinary tract infection, menorrhagia, cystitis and abdominal pain outcome was unknown. The reporter considered abdominal pain, cystitis, device dislocation, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Gynecological ultrasound report - (B)(6) 2015 - impression: unremarkable sonogram. No cmt. No tenderness during transvaginal exam. Most recent follow-up information incorporated above includes: on 15-mar-2018: medical records and plaintiff fact sheet received : the patient and reporter information updated. The events abdominal pain, abnormal bleeding (vaginal menorrhagia), migration of essure device, pain; also infection (bladder/urinary tract) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and device dislocation ("migration of essure device") in a 38-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma since 1990. Concomitant products included ibuprofen (motrin), metronidazole (flagyl) and salbutamol (albuterol) since 1993. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("pain during sex /dyspareunia (painful sexual intercourse)"), cystitis ("infection bladder"), abdominal pain ("abdominal pain") and vulvovaginal mycotic infection ("infection ( bladder/urinary tract/ vaginal)type:yeast vaginitis"). On (B)(6) 2017, 7 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and reproductive tract disorder ("reproductive system disorder condition-type of disorder or condition."). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, menorrhagia, dyspareunia and abdominal pain had resolved and the device dislocation, vaginal haemorrhage, urinary tract infection, cystitis, vulvovaginal mycotic infection and reproductive tract disorder outcome was unknown. The reporter considered abdominal pain, cystitis, device dislocation, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, reproductive tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion gynecological ultrasound report - (B)(6) 2015 - impression: unremarkable sonogram. No cmt. No tenderness during transvaginal exam. Most recent follow-up information incorporated above includes: on 16-may-2018: pfs received. Events infection ( bladder/urinary tract/ vaginal)type:yeast vaginitis, reproductive system disorder condition-type of disorder or condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("pelvic pain / pain") in a 31-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * gynecological ultrasound report - (B)(6) 2015 - impression: unremarkable sonogram. No cmt. No tenderness during transvaginal exam. Concurrent conditions included asthma since 1990 and hypertension. Concomitant products included ibuprofen (motrin), metronidazole (flagyl) and salbutamol (albuterol) since 1993. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during sex /dyspareunia (painful sexual intercourse)"), 10 days after insertion of essure. In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"), cystitis ("infection bladder") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection ( bladder/urinary tract/ vaginal)type:yeast vaginitis"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), reproductive tract disorder ("reproductive system disorder condition-type of disorder or condition."), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, urinary tract infection, cystitis, vulvovaginal mycotic infection, reproductive tract disorder, depression, anxiety, migraine and headache outcome was unknown and the pelvic pain, menstrual disorder, menorrhagia, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, reproductive tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches were added.new reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('pelvic pain / pain') in a 31-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Gynecological ultrasound report - (B)(6) 2015 - impression: unremarkable sonogram. No cmt. No tenderness during transvaginal exam. Concurrent conditions included asthma since 1990 and hypertension. Concomitant products included antibiotics, caffeine;paracetamol (excedrin), fluconazole (diflucan), hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (depo-provera), montelukast, salbutamol (albuterol) since 1993 and trazodone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during sex /dyspareunia (painful sexual intercourse)"), 10 days after insertion of essure. In (B)(6) 2009, the patient experienced anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"), cystitis ("infection bladder") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection ( bladder/urinary tract/ vaginal)type:yeast vaginitis"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), reproductive tract disorder ("reproductive system disorder condition-type of disorder or condition."), depression ("psychological or psychiatric problems condition: depression") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, urinary tract infection, cystitis, vulvovaginal mycotic infection, reproductive tract disorder, depression, anxiety, migraine, headache and vaginal infection outcome was unknown and the pelvic pain, menstrual disorder, menorrhagia, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, reproductive tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received. New event: vaginal infection was added. Medical history, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('pelvic pain / pain') in a 31-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Gynecological ultrasound report - (B)(6) 2015 - impression: unremarkable sonogram. No cmt. No tenderness during transvaginal exam. Concurrent conditions included asthma since 1990 and hypertension. Concomitant products included antibiotics, caffeine;paracetamol (excedrin), fluconazole (diflucan), hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (depo-provera), montelukast, salbutamol (albuterol) since 1993 and trazodone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during sex /dyspareunia (painful sexual intercourse)"), 10 days after insertion of essure. In (B)(6) 2009, the patient experienced anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"), cystitis ("infection bladder") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection ( bladder/urinary tract/ vaginal)type:yeast vaginitis"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), reproductive tract disorder ("reproductive system disorder condition-type of disorder or condition."), depression ("psychological or psychiatric problems condition: depression") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, cystitis, vulvovaginal mycotic infection, reproductive tract disorder, depression, anxiety and migraine outcome was unknown and the pelvic pain, menstrual disorder, vaginal haemorrhage, urinary tract infection, menorrhagia, dyspareunia, abdominal pain and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain, reproductive tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: she had been treated for bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain, bleeding, bladder/urinary problem changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.